Event description:
The pt experienced a loss of therapeutic effect and a intermittent shocking/jolting sensation with changes in body position. For weeks, she could not feel her stimulation the majority of the time even when it was on and the settings increased. Her physician advised her on her last visit that one of her leads were "bad" and she only had access to program one lead. She was re-directed to her healthcare professional. Further info was requested. See also manufacturer report # 3004209178200808745 for previous shocking episode.

Manufacturer narrative:
(B) (4)